Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the left sided coil appears to be located in the fundus with the tip possibly protruding outside") and embedded device ("a wire is located in the myometrium") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of delivery (5), bowel adhesions, ovarian cyst, pelvic prolapse, enterocele, metrorrhagia, pelvic pain female, endometrial ablation, dysuria, depression and anxiety. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 3079 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). At an unknown time, she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (: total abdominal hysterectomy, enterocele repair, incision and drainage of left ovarian cyst). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2020. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.125 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2012: CT abdomen and pelvis with contrast: history: abdominal pain after essure fallopian tube coils placed in january. Technique: continuous axial images of the abdomen and pelvis were obtained after the administration intravenous 85 ml isovue-370, coronal and sagittal reformats were also provided for interpretation. Findings: the visualized lung bases are clear. Normal size of the heart is noted. No pericardial effusion is identified, no focal hepatic lesion is present. No intrahepatic biliary ductal dilatation is present. The gallbladder is identified without evidence of gallstones. The spleen, pancreas and adrenal glands are normal in appearance. Both kidneys show normal size and enhancement pattern. Normal caliber of the small bowel and colon is identified without wall thickening. A normal appendix is seen. [Hysterosalpingogram] on (B)(6) 2012: fluoroscopic hysterosalpingogram: (B)(6) 2012 clinical history: possible abnormal location of essure devices on radiography with pelvic pain. Technique: after visualization of the external cervical os the os speculum the external cervical os was prepped and draped. A sos catheter was inserted into the uterus. Sterile iodinated contrast was administered under fluoroscopic guidance and multiple radiographic images were obtained. Comparison examination: CT scan of abdomen and pelvis the same day. Findings: bilateral lateral essure devices are seen within the pelvis. The essure device are seen in their expected location within the fallopian tube contours beginning at the level of the isthmus bilaterally. There is no evidence of definitive contrast extravasation to suggest leak. Minimal contrast is seen incidentally within the vagina from previous attempts before adequate positioning. There is no evidence of extravasation. Impression: there are bilateral essure positioned within the fallopian tubes. These are in expected anatomic position without evidence of residual fallopian tube patency. Unremarkable configuration to the endometrial contour. No evidence of definitive leak. Incidentally visualized is mild contrast within the urinary bladder from prior CT examination and mild contrast within the vagina. [Pathology test] on (B)(6) 2020: final pathologic diagnosis: uterus and cervix, hysterectomy: cervix: mild chronic cervicitis endometrium: weak proliferative phase, no hyperplasia or malignancy. Myometrium: normal histology, iud wire noted serosa: normal histology bilateral fallopian tube: normal histology appendix epiploica removal: infarcted appendix epiploica with fat necrosis no atypia or malignancy gross description: a wire is located in the myometrium with a diameter of <0.1 cm and approximately 15.0 cm in length (uncurled). Microscopic description : myometrium and uterine serosa end bilateral fallopian tubes show normal histology ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device (10074498) and device dislocation (10064684). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test .non drug treatment updated. Events embedded device and device dislocation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 3079 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("the left sided coil appears to be located in the fundus with the tip possibly protruding outside") and embedded device ("a wire is located in the myometrium") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of delivery (5), bowel adhesions, ovarian cyst, pelvic prolapse, enterocele, metrorrhagia, pelvic pain female, endometrial ablation, dysuria, depression and anxiety. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 3079 days after essure insertion, she experienced device expulsion. (Seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (: total abdominal hysterectomy, enterocele repair, incision and drainage of left ovarian cyst). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.125 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2012: CT abdomen and pelvis with contrast: history: abdominal pain after essure fallopian tube coils placed in january. Technique: continuous axial images of the abdomen and pelvis were obtained after the administration. Intravenous 85 ml isovue-370, coronal and sagittal reformats were also provided for interpretation. Findings: the visualized lung bases are clear. Normal size of the heart is noted. No pericardial effusion is identified, no focal hepatic lesion is present. No intrahepatic biliary ductal dilatation is present. The gallbladder is identified without evidence of gallstones. The spleen, pancreas and adrenal glands are normal in appearance. Both kidneys show normal size and enhancement pattern. Normal caliber of the small bowel and colon is identified without wall thickening. A normal appendix is seen. [Hysterosalpingogram] on (B)(6) 2012: fluoroscopic hysterosalpingogram: (B)(6) 2012 clinical history: possible abnormal location of essure devices on radiography with pelvic pain. Technique: after visualization of the external cervical os the os speculum the external cervical os was prepped and draped. A sos catheter was inserted into the uterus. Sterile iodinated contrast was administered under fluoroscopic guidance and multiple radiographic images were obtained. Comparison examination: CT scan of abdomen and pelvis the same day. Findings: bilateral lateral essure devices are seen within the pelvis. The essure device are seen in their expected location within the fallopian tube contours beginning at the level of the isthmus bilaterally. There is no evidence of definitive contrast extravasation to suggest leak. Minimal contrast is seen incidentally within the vagina from previous attempts before adequate positioning. There is no evidence of extravasation. Impression: there are bilateral essure positioned within the fallopian tubes. These are in expected anatomic position without evidence of residual fallopian tube patency. Unremarkable configuration to the endometrial contour. No evidence of definitive leak. Incidentally visualized is mild contrast within the urinary bladder from prior CT examination and mild contrast within the vagina. [Pathology test] on (B)(6) 2020: final pathologic diagnosis: uterus and cervix, hysterectomy: cervix: mild chronic cervicitis. Endometrium: weak proliferative phase, no hyperplasia or malignancy. Myometrium: normal histology, iud wire noted. Serosa: normal histology. Bilateral fallopian tube: normal histology. Appendix epiploica removal: infarcted appendix epiploica with fat necrosis, no atypia or malignancy. Gross description: a wire is located in the myometrium with a diameter of <0.1 cm and approximately 15.0 cm in length (uncurled). Microscopic description : myometrium and uterine serosa end bilateral fallopian tubes show normal histology. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 3079 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.